Manufacturer narrative:
Controller (B)(4) was returned for evaluation. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller nor were there any damages to the ports. Review of the data log files reveals that there was no power switching on or around the reported event date. Observations noted during log file analysis revealed electrical fault alarm which was most likely due to marginal or loose connection followed by a high watt alarm which was most likely due to power limit parameter changes on the reported event date. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No failure detected; device performed as intended. Comprehensive review of the available log files revealed that there were no power switching on or around the reported event date (B)(6) 2015. However there was graphical instances of power disconnects that was most likely as a result of the patient changing the power supplies as needed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. There is a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from (B)(6) that the perfusionist described switching that was not detected on the log files. After check up at the hospital it was clarified that there was damage to a controller port. A controller exchange was required. The hospital performed an exchange of the controller and there was no effect on the patient.